Manufacturer narrative:
It was reported that the touch screen was not responding. The failure occurred during treatment and the cardiohelp was exchanged during treatment as well as the emergency drive was used. A getinge field service technician (fst) was sent for investigation and repair. No technical failures could be confirmed by the fst. No parts were replaced and the touch screen has been recalibrated as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were analyzed by a getinge sales field specialist and the technical staff of the customer and the activation of the backflow prevention as well as the activation of the emergency mode can be confirmed on the reported date of event. The complaint was analyzed by a getinge sales field specialist during an interview with the customer and could narrow down the root cause to two possible: reasons during clamping of the tube due to a subsequently connected antegrade limb perfusion: 1. The user had initially only set one clamp and presumably triggered the backflow prevention - operation is blocked until the backflow prevention alarm is deactivated. 2. The technical staff noticed that the emergency mode was activated during the event. During this the display is also locked. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter 5.6.1 "check before every application" the touch screen must be checked before use. In order to avoid the reoccurrence of the reported failure, the customer was trained by the getinge sales and service unit (ssu) on how to acknowledge alarms on the device and how to turn the emergency mode on and off according to the chapter 6.2.1 "backflow prevention" and 6.4.3 "using the emergency mode" in the instructions for use (v11) of the cardiohelp device. The review of the non-conformities has been performed on 2023-11-28 for the period of 2018-07-20 to 2023-11-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-07-20. Based on the results the reported failure "touch display not responding" could be confirmed, but is not a product related malfunction. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2022-11-16 till 2023-11-16) the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the touch display could not be used because it was unresponsive. The cardiohelp was exchanged and the emergency drive was used. No harm to any person has been reported. Complaint ID: (B)(4).